Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown/not provided. Customer indicated event occurred during the month of (B)(6) 2025. Section e1 - telephone number: (B)(6). Product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that different surgeons at the clinic mentioned during a meeting that they were observing threads during and after surgery, which they believe originated from healon. The issue was noted in 6-7 patients, but no lot numbers or specific surgery dates were available. The incidents happened during the month of (B)(6) 2025. The status on all patients was good. Account has indicated that the threads were also noticed without healon involved. The site is investigating the issue. It was confirmed that no other johnson and johnson products are involved. No further information was provided.

Manufacturer narrative:
Additional information: on 20 february 2026, the suspect product lot number was provided. Therefore, the following fields have been updated accordingly. Corrected data: section d4 - model #: th85ml. Section d4 - catalog #: 10311012. Section d4 - lot #: ua31957. Section d4 - expiration date: 31-mar-2028. Section d4 - UDI #: (B)(4). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: 09-apr-2025. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.